Event description:
It was reported that the patient received inappropriate therapy from the implantable cardioverter defibrillator (ICD) device for detection of what appeared to be a supra ventricular tachycardia (svt) event. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.